Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of beeping and the reported event of the controller not visually alarming was unable to be confirmed. The system controller (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). An atypical power cable disconnect alarm was active on (B)(6) 2020 between 05:54:20 ¿ 05:54:23 and on (B)(6) 2020 at 15:42:06 and was coincident with a rsoc invalid fault. These alarms occurred during a power source exchanges and cleared shortly after activating. Although atypical in nature, this activated a power cable disconnect alarm which would by design audibly and visually alarm on the system controller. There were no other notable alarms active in the log file. Pump operation was not affected. The root cause for the system controller not visually alarming and the reported beeping was unable to be conclusively determined through this analysis; however, the atypical power cable disconnect alarm may have contributed to the reported beeping. The device history records were reviewed for the system controller (serial #: (B)(4)) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and low flow alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they , for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's device made an unknown extended beeping sound. Log file analysis showed that the power cable was disconnected for a short period of time on (B)(6) 2020 which may have been what the patient was referring to, however, no further alarms were noted. The patient was asymptomatic. The backup batteries were replaced in both controllers. The patient believed she may have heard the beeping come from her implantable cardio defibrillator (ICD) so the patient contacted the ICD company to see if the battery needed to be replaced. The patient and her husband were unsure what the beeping sound was since the system controller did not display an alarm. The ¿beeping¿ continued to occur so the healthcare professional asked the patient to contact the ucd company to interrogate the ICD over the phone. It was still uncertain if the beeping was from the heartmate controller or the patient's ICD (which was not from abbott). The patient experienced arrhythmia and ICD implantation prior to left ventricular assist device implantation. The pump numbers reported were 5500 rpm, 3.8 lpm, 5.5 pi, and 4.2w.